Event description:
Legal papers state that in 1998 the plaintiff began experiencing left knee pain and was revised. The doctor discovered the tibial component was "eburnated," burnished, oxidized and fractured.